Manufacturer narrative:
The insulin pump passed the rewind and displacement test. However, unable to prime the insulin pump during prime test due to loose/protruded motor support disk. Unable to perform basic occlusion test, occlusion, excessive no delivery test or verify motor error or prime alarms due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with scratched lcd window.

Event description:
Customer reported that the insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.